Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles and the rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. The reported posterior cuff miss could not be confirmed. Since the whole suture was not returned with the device, it could not be determined if the knot was successfully advanced to the puncture site to achieve homostasis. Based on the investigation findings, the device performed as intended as both cuffs captured the needles and the suture was successfully retrieved. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the database for this lot based on actual investigation findings revealed no other incidents that exhibited the inability to confirm the reported experience as no known device problem was found.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure which used a 6f sheath. Reportedly, a posterior needle to cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.